Manufacturer narrative:
(B)(4). An expanded investigation was conducted to evaluate this issue. A product correction letter and customer reply form will be sent to all active cell-dyn 3200, 3500, 3700 and ruby customers who received the affected part numbers. The product correction letter will instruct customers to return the customer reply form to abbott acknowledging the receipt and understanding the issue or request assistance. The non-conforming parts will be replaced in the field through a four-month mandatory technical service bulletin (tsb) issued for each of the cell-dyns involved.

Event description:
The customer requested the cell-dyn instrument to be inspected due to error messages involved several samples. The error messages were generated while running samples for the nucleated red blood cells (nrbc) in the closed mode. Another error message was generated regarding the positioning of the shear valve. The shear valve drive assembly was replaced in order to resolve the issue. No impact to patient management was reported.